Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the inner cannula extends past the tracheostomy cannula. It was indicated that there was no patient involvement.

Manufacturer narrative:
One sample of device was received for evaluation. The sample was received sealed inside its pouch and box, the received components are one outer cannula, one disposable inner cannula, one obturator, one disposable decannulation plug and one neck strap. A dimensional test was performed, the inner cannula was inserted inside the outer cannula, and it was observed the distal end of the inner cannula protruded out of the outer cannula, this protrusion is within specification according to process instruction, this dimension was taken using caliper calibration, the inner cannula was inserted in the fixture with calibration and its dimension is within specification according to process instruction. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.